Manufacturer narrative:
(B)(4). No additional information is available. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013 and the mesh was implanted. It was reported that the patient had a complete removal of the sling with vaginal and groin incisions on (B)(6) 2021.